Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Examination of returned device found no evidence of product non-conformances. There is not enough data provided to determined the root cause.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, the patient underwent a revision on (B)(6) 2013 due to loosening of the tibial tray. The tibial tray and polyethylene bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.